Manufacturer narrative:
Testing of returned unit showed pressures in normal range. Product operated normally.

Event description:
Per the customer....claims use at maximum pressure caused discoloration and painful inflammation of the gums. Customer alleges use of water flosser pushed bacteria into gumline.